Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial channel while the patient was using an outdated hair dryer. Patient was asymptomatic. Noise was not reproducible with pocket manipulation or isometrics. A follow-up was scheduled for further assessment. No further information available.

Event description:
New information received indicated that patient was brought in clinic for further assessment. The device was functioning normally when patient stopped using the hair dryer.